Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was prophylactically explanted due to recall, and then was upgraded to a bi-ventricular ICD.

Manufacturer narrative:
Updated sections - h3, h6, h10 analysis was normal. No anomalies were found.